Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer indicated via phone call that they had fluctuating high and low blood glucose and sensor glucose. Customer indicated that they had a sensor glucose level of 65 and a blood glucose of 177 mg/dl and later on in the day, the blood glucose went to 46 mg/dl and the sensor glucose was at 82 mg/dl . Customer does not recall any significant events leading to the range discrepancy. Troubleshooting informed customer that insertion may impact sensor performance as well as calibration. Customer was advised to monitor sensor and pump and follow up with doctor regarding low blood glucose.